Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a coil, introducer sheath and delivery wire were returned for analysis. The coil was found interlocked inside the introducer sheath. The coil was found stuck in the introducer sheath, probably due to the dry blood. The twistlock was found open. The introducer sheath was inspected and blood was found. The delivery wire was inspected and was found kinked. Probably caused by the catheter used and the flush performed. The coil was inspected and was found stretched and with blood. Probably caused by the catheter used and the flush performed. The zap tip shape and surface of the coil and delivery wire had no damage noted. The interlocking arm of the delivery wire and the coil were inspected and no damage noted. The delivery wire dimensions were found to be in specification. The number of distal fiber bundles was within specification. The number of proximal fiber bundles was below specification.the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "incompatible micro catheter used (only 5f imager ii is compatible)". (B)(4).

Event description:
Reportable based on device analysis completed on 19-may-2017. It was reported that advancing difficulties occurred. The target lesion was located in the carotid artery. An 8mm x 40cm interlock¿-35 was selected for use. A renegade stc 18 catheter was used along with this device. The coil and pusher wire arms were interlocked in the introducer sheath before use. The rotating hemostatic valve was correctly used. The delivery wire was not rotated more than one turn during the delivery of the coil. Also, continuous flush was used. During the procedure, significant resistance was noted as the interlock was advanced to the middle of the catheter. Then, the physician retracted the device out. The procedure was completed with another of the same device. No patient complications reported and patient's status was stable. However, device analysis revealed that the number of fiber bundles was below specification.